Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The insulin pump was received with operating currents within specification. The device was monitored and no blank display anomalies were noted. No damage on the connector and or lcd isolation tape noted. The device had minor scratched lcd window.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 440 mg/dl. Customer changed out the battery yesterday and is now having a blank display. Customer was advised to disconnect from the pump. Customer was using an energizer aaa alkaline battery. Customer stated that the pump just went blank again while on the call. Insulin pump will need to be replaced. No additional information provided.